Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13jul2020.

Event description:
The customer reported the ventilator alarmed. There was no patient involvement.

Manufacturer narrative:
G4: 22oct2020 b4: (B)(6)2020 the manufacturer¿s international service technician confirmed the reported issue. The customer declined to repair the unit at this time. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.